Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found; grommet damage noted.

Event description:
It was reported the patient received a shock from what the clinicians deemed to be t-wave oversensing. Low r-waves and double counting on the lead was also reported. Because it was not clear if the issue was related to the device or the lead, both were replaced. No further patient complications were reported as a result of this event.